Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the initial activation the patient had access to sound with the device. Seven days later, the patient no longer had benefit from the device. No trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
At the initial activation the patient had access to sound with the device. Seven days later, the patient no longer had benefit from the device. No trauma was reported. Re-implantation is being considered, but no further information received.